Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-48238. It was reported that patient¿s therapy was not effective. Both the leads were not providing adequate relief. It was found that the occipital lead was having high impedances. To address the issue patient underwent surgical intervention wherein the occipital lead was explanted and replaced. The other lead was left implanted. Following the procedure effective therapy was achieved.